Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system, compared to a friend's aviva meter, within 10 minutes: 113 mg/dl (customer's aviva system) and 220 mg/dl (friend's aviva system). Information about friend's system was not available. Customer felt hyperglycemic at the time of the readings. Customer was able to self- treat (treatment not provided). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.